Event description:
The clinic states the patient was burned while being treated on this device. They were using two electrodes on each knee, each 4-5" away from each other. The patient was feeling discomfort during treatment, and stated the therapy was feeling hot. When they checked, she was bleeding under the electrode, and had received a burn. The burn is reported as having lasted one week as red and blistered after having immediately showing up on the patient's skin. The device was set to tens waveform, and the assistant believes they were using program 1. The lead wires had never been replaced on this device. The device involved with this event was returned to (B)(4) on 10/10/2017 and evaluated on 10/11/2017 - the customer's complaint could not be duplicated from a review of the returned device. The returned device was tested for product performance, and determined to fall within the manufacturer's specifications, as defined in the product's user manual. Again, the customer's complaint could not be duplicated from a review of the returned device.